Event description:
Fever; weight gain. Info was received in 2006 from a male pt with an unk medical history who experienced fever and weight gain. The pt received one synvisc injection in the hip on an unk date. Twenty hours after the injection, the pt experienced fever (410 c). The pt was admitted to the hospital. The pt gained 6 kg weight in one week. The pt was treated with lasix (dose unspecified). At the time of this report the pt was still in the hospital.